Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitoring a patient (age & gender unknown), the device was unable to detect the attached electrodes. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the mfc cable was received and evaluated. It was verified during testing that the pin a1 of mfc had an open circuit. Mfc was scrapped. No emerging trend based on similar reports.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report was duplicated and attributted the multifunction cable (mfc). The mfc was scrapped after testing. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.